Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was received in used condition. The tip of the screwdriver is broken off. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation the hardness of screwdriver was checked on the shaft diameter and was within specification. The type of damage is caused by mechanical overload. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 03.632.400, lot# 7735355. Manufacturing location: (B)(4), manufacturing date: mar 27, 2012. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure was successfully completed, no other medical intervention was required. It was a planned surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) is as follows; during revision surgery on (B)(6) 2016, the surgeon tried to remove the set screws but the reported driver shaft was broken off. As the surgeon gathered the fragment pieces, some were missing. After the surgery, he found all of them in the cell saver, and he confirmed that no other fragments could be in the patient¿s body. The surgery was delayed for 30 minutes. There was no adverse consequence to the patient. There is no information available about surgical outcome. The original emergent surgery was performed on (B)(6) 2016. In the original surgery, stabilization from t4¿7 was performed. It is unknown who the manufacturer of the implant devices is and whether the revision procedure was planned. Concomitant devices reported: unknown set screw (part # unknown, lot # unknown, quantity # 1), unknown implants (part # unknown, lot # unknown, quantity # unknown). (B)(4).